Event description:
While using a byte night aligners, patient reported that their dentist has recommended that they stop aligner treatment due to restorative needs and changes. Treatment ceased. Will monitor for resolution.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.